Event description:
Rn was giving the patient his evening heparin injection sq in the lower left quadrant of the abdomen. Once the heparin was instilled, rn went to retract the needle utilizing the button on the easypoint 25g x 5/8" needle and the button did not retract. The needle was retracted manually from the patient's injection site. After a second attempt to click the button on the easypoint needle, the spring finally released and the needle retracted back.